Event description:
It was reported that the patient had neck surgery on (B)(6) 2012 and the implantable neurostimulator (ins) was interfering with the electrocardiogram (EKG) so it was turned off through-out the surgery. Ever since the surgery, the reporter was having issues with coupling and/or communication, and had not been able to get past 2 coupling bars. The antenna locator (al) feature was used and the antenna dial was also adjusted but both attempts at troubleshooting did not mitigate the problem, and 0 coupling bars were obtained. The reporter also indicated that there was drainage of a "reddish, tinged solution" at the patient's spinal incision site and it "soaked the bed". This happened after the neck surgery and went on for 5 days. The patient's healthcare providers (hcps) assessed the situation and the patient was put in isolation but no infection was found. The reporter stated that the patient was experiencing loss of efficacy because the ins was depleted and she wasn't getting therapy. The patient was noted to be in rehabilitation.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).